Manufacturer narrative:
A partial lead measuring 63.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator change-out, lead was explanted and replaced due to high pacing thresholds. No further information was available.